Event description:
Prior to use on the patient, product was opened and tpa was leaking from the tube. No harm to patient or staff. Manufacturer response for clearlink system - nitroglycerin set with duo-vent spike, (brand not provided) (per site reporter): they will send a box to return the product for evaluation.